Event description:
During a percutaneus transluminal angioplasty to the superficial femoral artery (sfa) a balloon rupture occurred. The target lesion was in-stent restenosis of the sfa (unk side). There was heavy calcification and mild tortuosity with 95% stenosis present. There were no anomalies noted during product inspection or when prepping device. The balloon was inserted inside the existing stent prior inflation without any difficulties. An indeflator was use for inflating balloon however the reported indicated that at 5atm the balloon ruptured. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty through the sheath introducer. There was no adverse consquence to the pt. This product will not be return for eval and testing.